Event description:
The clinician reports that the day the implant was placed in ada 31 of the patient's mouth, failure occurred upon insertion. Primary stability not achieved and immediate extraction site. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding. No further patient complications were reported.